Manufacturer narrative:
H.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A literature study was conducted between femtosecond laser-assisted cataract surgery and conventional phacoemulsification, based on the study it was found that an unplanned occurrences of posterior capsular tear with vitreous prolapse and zonular dehiscence and posteriorly dislocated nucleus or lens fragments in the unknown eye's of a patients after surgery and an anterior capsular tear was not defined by the protocol as a major complication, however, isolated inadvertent anterior capsule tears were recorded. It was also identified zonular dehiscence with vitreous prolapse and the nucleus or lens fragments were dislocated. This report pertains to the flacs group involved in the study.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this serial number cannot be performed as the lot/batch/serial number is unknown. The serial is unknown. Therefore, a service history review cannot be performed. Based on the information available, the customer reported event cannot be confirmed. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).